Event description:
Revision surgery - catching of the lateral collateral ligament. Patient's knee is also very stiff.

Manufacturer narrative:
Actual date of event is unknown at this time. A follow-up report will be submitted when this information is received.